Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. After a non-bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, during first inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a coyote balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the lumen and balloon. Microscopic investigation of the balloon revealed a pinhole at the markerband. There was also a kink in the hypotube 50cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. After a non-bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, during first inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a coyote balloon catheter. No patient complications were reported and the patient's status was good.